Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure for occlusion of the lower abdominal aorta and bilateral iliac arteries using a rotarex device via left femoral artery approach. It was reported that during advancement, abnormal noise was detected, and angiography revealed fracture of the catheter tip helix. Reportedly, the device and detached helix were retrieved intact. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure for occlusion of the lower abdominal aorta and bilateral iliac arteries using a rotarex device via left femoral artery approach. It was reported that during advancement, abnormal noise was detected, and angiography revealed fracture of the catheter tip helix. Reportedly, the device and detached helix were retrieved intact. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no physical sample was received. The user report and the provided videos contain information regarding catheter fracture. After review of the provided videos helix break was observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.